Event description:
End user called to complain that the calibration test will not run. This was confirmed from troubleshooting by phone. The device was replaced and the defective one returned for investigation.